Event description:
Procedure type: lap gastric bypass. According to the reporter: the device has been used for a running suture and it appeared as though the head got stuck, and then it pulled out of the device. The needle fell out. No blood loss or delay to surgery was reported. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
.